Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported the patient did not charge the ipg as recommended. In turn, the device became inoperable and was unable to communicate with multiple external devices. An sjm representative confirmed the issue. Subsequently, surgical intervention was taken wherein the ipg was explanted and replaced which resolved the issue.